Event description:
The customer reported that the pt was burned during a procedure.

Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The incident device has been received and is under eval. Add'l questions in regard to the incident have also been asked. When the device eval is complete, a f/u will be submitted with any add'l info received from the site on the incident.